Event description:
Healthcare professional reported "on the left, there is a lifting and irregularity of the prosthetic membrane in the medial and cranial areas, with a small amount of silicone material between the membrane and the capsule, in a situation suggestive of intracapsular rupture. Healthcare professional also reported the presence of a silicone-containing lymph node is confirmed". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ migration: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12/05/2023.

Event description:
Healthcare professional reported "¿on the left, there is a lifting and irregularity of the prosthetic membrane in the medial and cranial areas, with a small amount of silicone material between the membrane and the capsule, in a situation suggestive of intracapsular rupture. On the left, the presence of a silicone-containing lymph node is confirmed". Device has been explanted and replaced with a non-abbvie device.